Event description:
Information received indicates the brake will not hold.

Manufacturer narrative:
The technician replaced the worn brake and brake/steer casters, the stiffener plate and bushings to repair the bed.